Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. B2 - date of death is estimated. B3 - date of event is estimated. D6 - the implant date is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Attachment: article titled ¿predictors of hemodynamic response to mitral transcatheter edge-to-edge repair".

Event description:
This is filed to report patient death. It was reported through a research article that 473 patients underwent mitral transcatheter edge-to-edge repair (teer) from (B)(6) 2014 to (B)(6) 2022. Within one year of the procedure, the implanted mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled "predictors of hemodynamic response to mitral transcatheter edge-to-edge repair."